Event description:
Boston scientific received information that shortly after the implant procedure this left ventricular (lv) lead exhibited intermittent loss of capture due to dislodgement. A revision procedure was performed; a new left ventricular lead was successfully implanted. No additional adverse patient effects reported.

Manufacturer narrative:
The left ventricular (lv) lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.